Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer was reported via phone call that, the customer had high blood glucose of the 600 mg/dl and was treating with the manual injections. Customer stated that this is the second month that she has not received her supplies and was not notified of any issue. The device will not be returned for analysis.